Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The investigation details. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The review of the case ablation images appeared to be a very smooth procedure with no aspects out of the ordinary. In summary: ¿ pvi-only case with 21 ablations performed ¿ no sheath exchange (transeptal done with vizigo). ¿ act reached > 350 after a 17-minute waiting time the case was concluded efficiently under 1 hour, with no procedural complications observed. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a varipulse¿ bi-directional catheter and suffered a cerebrovascular accident. The patient showed signs of paralysis in their left cheek/mouth area after pfa ablation with varipulse¿ bi-directional catheter. A computed tomography (CT) was performed to check for stroke and the reason for paralysis was unknown. The information received indicated that this was the physician¿s second varipulse¿ bi-directional catheter procedure and took place on our varipulse launch day at (B)(6) hospital (oslo) on (B)(6) 2026. They also had an experienced proctor on site and the primary investigator for varipulse from (B)(6) hospital. They reviewed the case in detail, and it appeared to be a very smooth procedure with no aspects out of the ordinary. In summary, pvi-only case with 21 ablations performed. No sheath exchange (transseptal done with vizigo), act reached > 350 after a 17-minute waiting time. The case was concluded efficiently in under 1 hour, with no procedural complications observed.